Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from the posterior leaflet post deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. Two clips were successfully deployed on the mitral valve. An nt clip (30627r1112) was implanted and deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an xtw clip (30717r1019) was inserted and placed on the mitral valve. While attempting to deploy, the actuator knob detached from the clip delivery system (cds). Medical clamps were used to grab the mandrel and finish the deployment process. However, after deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No additional clips were implanted and mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.